Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during surgery, whilst opening the sterile pack of the u-lag screw, the nurse attempted to grasp the contents with forceps. However, the tear notch on the pack broke off, leaving only the end cap to fall onto the unclean field. A nurse remarked that the packaging design might make the end cap prone to detaching. The surgery was completed successfully using another endcap from new u-lag screw package."